Manufacturer narrative:
Following deployment of a 3.0x13mm cypher at 18 atm, there was a distal edge dissection. It was treated with a 3.0x18mm cypher stent at 18 atm, distal to an overlapping the 1st stent. Post dilatation was performed with a 3.5x8mm powersail balloon at 18 atm in the proximal stent and in the overlap. The residual diameter stenosis measured 0%. Finally, pci was performed in the distal right coronary artery extending into the pda and right posterolateral segment with 99% stenosis. A .014 x190 cm traverse guidewire was placed in the pda, and then a .014 x182 cm pt graphix intermediate guidewire was placed into the rpls and 2nd right posterolateral branch. Kissing balloon was performed with a 2.0x20mm balloon at 14 atm into the rpls and into the pda at 14 atm. Then a 2.5x23mm cypher was deployed at 12 atm into the rpls and a 2.5x13mm cypher in the pda at 12 atm by kissing technique. The residual diameter stenosis measured 0%. Concomitant devices ((B)(6) 2004): 8f introducer, 8f h-stick guide catheter, .014 x190 cm traverse guidewire, 0 .014 x182 cm pt graphix, 2.0x20mm crossail balloon, 2.5x23 and 2.5x13mm cypher stents and perclose device. Concomitant medications: lidocaine. Please note: the catalog code (unkcypher), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure is unknown. An investigation is in process to retrieve this information. Additional information will be submitted within 30 days of receipt. This is one of five devices associated with the reported event that were submitted under the following manufacturing numbers 3003742446-2010-00395, 003742446-2010-00396, 003742446-2010-00397, 003742446-2010-00398 and 3003742446-2010-00399.

Event description:
Approximately 6 ½ years after pci with 5 cypher stents, angiography revealed stent fracture of the mid lad stent in the distal and proximal edge of the stent. An aneurysm was observed in the proximal edge of the circumflex stent. Aneurysms and restenosis were also observed in the two stents deployed at the bifurcation of the posterior descending artery and the posterolateral. The patient went to surgery. Angio films available of the follow-up procedure. During the initial procedure, the patient had been hospitalized after a week of chest pain and dof. She had a small troponin rise (peak 0.94) with EKG showing inferior and anterolateral t-wave inversions. Cath showed a well preserved lv function, a subtotal occlusion of the distal rca at the bifurcation, 80% stenosis of the mid lad and 7st om and 70% distal circumflex lesion. She signed out of the hospital and was re-admitted with chest pain that day. A 3.5x8mm cypher was deployed in the mid lad at 10 atm followed post-dilatation with a 3.5x8mm powersail balloon at 20 atm in the proximal part of the stent. The residual diameter stenosis measured 0%. Pci was performed next on a 65% occluded lesion in the distal circumflex.